Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was administered a steroid injection on (B)(6), 2015 to attempt to thin the patient's skin flap. The implanted device remains.